Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that the patient underwent a gynecological procedure to treat vaginal vault prolapse and rectocele on (B)(6) 2004, and a mesh and pelvicol were implanted. It was reported that the patient had the mesh removed on (B)(6) 2006 due to pain, recurrent urinary tract infections, and dyspareunia. Patient (B)(4) dyspareunia.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017. Additional b5 narrative: it was reported that the patient concurrently underwent lysis of adhesions, posterior colporrhaphy, posterior vaginal paravaginal repair, and cystourethroscopy. It was reported that the patient underwent a gynecological surgical procedure (B)(4) 2005 and pelvicol was implanted by dr. Geoffrey cundiff.

Event description:
It was reported that a patient underwent a surgical procedure for stress urinary incontinence on (B)(6) 2004, and mesh was used. The patient experienced erosion of the vaginal wall and other tissues and pain. The patient has had additional surgeries, including excision of the mesh.